Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), bladder disorder ("bladder/urinary problems:bladder problems"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2010: essure confirmation test bilateral occlusion patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, product stop date, removal details, action taken with drug added. Event: pelvic pain updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic cervicitis, headache, depression, epilepsy, parity 2, gravida ii and abnormal uterine bleeding. Previously administered products included: fluoxetine and valtrex. The patient had a family history of colon cancer. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), bladder disorder ("bladder/urinary problems:bladder problems"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2010: essure confirmation test bilateral occlusion. [Pathology test] on (B)(6) 2022: the specimen consists of attach bilateral fallopian tubes (left- 8.2 centimeters in length. By 0.8 centimeters in diameter, and right- 8.5 centimeters in length by 0.8 centimeters in diameter). Coiled metal ligation devices are present within the proximal portions of the fallopian tubes, bilaterally, extending into the corneus. The fallopian tubes are purple dash blue, fimbriated and smooth. Section reveals pink - tan, pinpoint lumens. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), bladder disorder ("bladder/urinary problems:bladder problems"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2010: essure confirmation test bilateral occlusion patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.